Manufacturer narrative:
The field service engineer (fse) evaluated the iabp and replaced the fiber optic sensor extension cable assembly to resolve the issue. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that there was a fiber optics connector broken. This event occurred during a service/test by the customer. No patient was involved, thus no death or injury was reported.